Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Scopes are having difficulty going into the box and areas on the front that light up are at random times graying out. We switched out the bulbs too see if that was this issue, but it keeps happening.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, g1, h3, h4, h6. Corrected fields: b5, h6 health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope socket internal housing damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported malfunction due to scope socket internal housing damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.